Manufacturer narrative:
Other, UDI information is unknown. D5: operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample unit bushing connector was loose. The root cause of the reported issue was found to be the procedure was not followed,. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, leakage of air was detected a the part where the device-side connector and the corrugated tube were connected because of the loose connection. No patient injury was reported.